Manufacturer narrative:
Device manufacture date: may 14, 2016 ¿ may 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume folfusor. This event occurred during use. After seven days 36ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.